Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2019-dec-02. It was reported that they should have received a new antenna at the same time they received a new programmer as was originally expected. The poor communication issue has been resolved.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37092, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient was experiencing poor communication when they were trying to connect to the ins with and without the antenna. The caller said the patient said it would connect with the antenna if the patient wiggled the connection. They had tried a different programmer and were able to connect to the ins right away. The patient was transferred to repair and stated they were unable to perform telemetry with or without the antenna attached, and would be receiving a replacement in the mail. There were no symptoms reported. Additional information was received: it was reported that the patient indicated they continued to have issues when using their patient programmer with the antenna attached. It was the same issue documented earlier but the replacement didn't resolve the issue. There were no further complications reported.